Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing. The device is programmed to primary 2x vector and smart pass remains on. Additionally, there was noise from myopotential which caused oversensing and there was poor qrs to t wave morphology. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t-wave oversensing. The device is programmed to primary 2x vector and smart pass remains on. Additionally, there was noise from myopotential which caused oversensing and there was poor qrs to t wave morphology. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported autosetup failed in all three vectors due to r waves. Technical services recommended to program to alternate 2x vector and provided other programming options. A chest x-ray was also recommended. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.